Event description:
It was reported that the pacemaker system exhibited potential loss of capture on a non-boston scientific right ventricular (rv) lead. Technical services reviewed the episode and it appears it maybe blanking or fusion instead of loss of capture and recommend in clinic threshold testing. The patient it not dependent and did not have any symptoms. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).